Event description:
The hospital reported that during the saphenous vein harvesting procedure, there's moisture trapped within the lens of the endoscope. No other information was provided by the hospital. The hospital reported that there were no patient complications.